Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon rupture occurred. The 75% stenotic lesion was located in non-calcified and moderately tortuous anastamosis of an unknown vessel; a stricture was noted at the anastomosis. The lesion was in synthetic graft. The sterling over the wire 5.0mm x 40mm x 80cm balloon catheter was advanced to the lesion and inflated without difficulty to 14atms for approximately 30 seconds. The balloon ruptured at 14atms on the second inflation. The procedure was completed with a sterling 7.0mm x 40mm. There were no patient injuries or complications. The patient's status was reported as "good."

Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.